Manufacturer narrative:
(B) (4).

Event description:
Impedances were greater than 10,000 ohms on pairs involving electrodes 1, 2, 4, 6, 7, 8, 10; greater than 20,000 ohms on pairs involving electrodes 2, 8, 9, 10; and greater than 40,000 ohms on pairs involving electrodes 8, 9, 10 with certain reference electrodes while other reference electrodes gave impedances in the 14,000-17,000 range. Post-operatively, electrodes 8, 9, 10 continued to have out of range impedance values. It was possible to get 100% pain coverage using electrodes 5, 6, 7. The patient loved the stimulation coverage and no further investigation efforts were planned.